Event description:
Surgeon had inserted the versaport trocar into patient for a laparoscopic procedure. The versaport was used to introduce a u.s. Surgical (mfg.) Endoclip, part #176625 and a davol (mfg) babcock clamp. These two instruments were observed to have torn pieces from the inner rubber shield of the trocar. The torn pieces were inadvertantly passed into the abdominal cavity with the advancement of these two instruments through the trocar.